Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to dehydration and weakness in the legs which could have been due to low blood glucose or just dehydration. Customer's blood glucose was unknown. Customer stated they treated with insulin pump. Customer declined troubleshooting for low blood glucose.